Event description:
It was reported that an unsatisfactory implantation took place. The sutures of the mitral valve tangled around the stent. However, it was noted that there was no problem with the valve. The device was not explanted.

Manufacturer narrative:
Device not returned.